Event description:
It was reported that during a spinal cord stimulation trial implant of two leads, the stylet became stuck in one of the leads and could not be inserted. A second stylet was used but also couldn't be inserted. A new lead was used and the implant was finished successfully.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# u, product type: stylet. Product ID: neu_stylet_acc, lot# u, product type: stylet. Product ID: neu_stylet_acc, lot# u, product type: stylet. Product ID: neu_stylet_acc, lot# u, product type: stylet. (B)(4). Analysis of lead model 3778-75, lot# v615396006 showed that stylet coil was perforated by the stylet 14.2 cm from the distal end. The continuity was acceptable and no shorts circuits were observed. Analysis of four stylets model: neu_stylet_acc, lot# unk showed no significant anomalies.